Event description:
Patient was found on floor by the nursing staff. The patient states they hit their head after going to the bathroom. They state they crawled out of bathroom. Bed alarm did not go off.